Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 3.5, lab: ng; (B)(6) 2011, ng, 7.5. Pt's therapeutic range: 2.8 - 3.5 inr. Pt took her regular dose of coumadin on the night of (B)(6) 2011. On (B)(6) 2011, pt had swelling in her legs so she went to the dr for a check-up. She was admitted to the hosp and put on a heparin drip. Since then, she has been using lovenox injections to get back into her therapeutic range. While in the hosp, pt found out that she is anemic. Her treatment is iron pills.